Event description:
It was reported that the ac cord on the 9800 system was cracked and worn (electrical wires are not bare) near the base of the workstation. There was no report of operator or pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power cord. The system was tested and found to be working as intended and placed back into service.